Event description:
The step motor kept closing and the pull magnet kept opening. The company replaced the step motor, pc759 and pc760. During the functional check after the replacement, the incident reccurred.